Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
It was reported that the system shut down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.